Event description:
Boston scientific received information that this lead was explanted six days after implant and will be returned for analysis. Initially, the reason for the return was not specified. Additional information was received from the field that the reason for this lead being replaced was high pacing impedance measurements.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection observed minor deformation in outer lead coil, which was likely induced damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.